Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.5/102 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 and was exchanged for a shorter lens. The problem was resolved with the exchanged lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). No similar complaints were reported for units within the same lot. (B)(4).